Event description:
Crm received info that at a normal f/u appointment, it was found that this left ventricular (lv) was fractured. The lead was surgically abandoned. To date, there have been no adverse pt effects reported.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: the cause of a conductor fracture cannot be determined based on the info available.